Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller¿s user interface (ui) membrane being damaged was confirmed via analysis of the returned system controller. The reported event of low power advisories while on battery power was confirmed via log file analysis. Visual inspection of the returned system controller (serial number: hsc-137753) revealed that the ui membrane was damaged. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. Data was reviewed from the reported event date of 18jul2024. At 13:37, the low power advisory alarm activated due to the relative state of charge (rsoc) voltage dropping below the threshold. This was determined to be due to routine battery depletion. No other notable events were observed in the log file. Neither the ui membrane damage nor the low power advisory alarms prevented the controller from supporting the system as intended. The root cause of the low power advisories was determined to be due to routine battery depletion. The root cause of the damage to the ui membrane was not able to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including low voltage alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ address how to properly use the 14v battery clip and 14v battery. This section also states that while fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 6-17 hours, depending on the patient¿s activity level. The patient is cautioned to remove the 14v batteries from service if they do not provide at least four hours of support. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The interface of the system controller was starting to lift up, the controller was exchanged. Log files for the exchanged system controller were submitted for review and captured low voltage advisory events on battery power starting (B)(6) 2024 at 1337 and continued until (B)(6) 2024 at 1458 when the system controller was exchanged. These low voltage advisory events appeared to be from normal battery depletion and also noticed that when the patient connected from mobile power unit (mpu) to these batteries, they were about half charged. Peripheral equipment looked to be functioning as intended. The interface of the controller was starting to lift up, the controller was exchanged. Log files for the exchanged system controller were submitted for review and captured low voltage advisory events on battery power starting (B)(6) 2024 at 1337 and continued until (B)(6) 2024 at 1458 when the system controller was exchanged. These low voltage advisory events appeared to be from normal battery depletion and also noticed that when the patient connected from mobile power unit (mpu) to these batteries this morning, they were about half charged. Peripheral equipment looked to be functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.